Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the reset process, after which the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if any issues reappear.